Event description:
It was reported, approximately seven years and six months post implant, the programmer could not detect the pulse generator. Consequently, a revision procedure to excised the device was completed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B) (4) the implantable pulse generator was returned. Primary analysis finding: ema wirebond loose/detached. Preliminary analysis indicated no output -telemetry problem. Visual examination of the connector block, grommets, setscrews, and shield found no anomalies.